Event description:
During a follow-up 5 days after the closure procedure, a non-occlusive thrombus extensive from the occlusive gsv thrombus was detected in the cfr. The pt suffered a mild pain. The pt was not hospitalized and was placed on lovenox for unspecified period of time. At time of follow-up in 2004, the pt was asymptomatic.